Manufacturer narrative:
Unit had button error alarmed due to moisture on keypad trace. No constant tone noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was performed. The device was returned for analysis.